Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a power error. The customer¿s blood glucose level was unknown. The customer reported that they were able to clear the alarm and was able to complete insulin pump rewind. The customer was assisted with troubleshooting. Notification light did not immediately stop flashing. The customer reported that there was a crack on the top of the battery compartment and the metal piece came off. Customer stated that the insulin pump had cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will returned for analysis.